Event description:
The customer obtained an erroneously elevated accutni result above the ami cut-off for one patient using the laboratory's access 2 analyzer. The customer reported that the patient's sample was analyzed on this access 2 analyzer to verify an accutni result within the risk stratification range that was obtained on the laboratory's alternate access 2 analyzer. This erroneously elevated accutni result was not released outside of the laboratory; therefore, there was no change to, or impact on, patient treatment. The customer reported that all levels of qc recovered within their established ranges.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to verify hardware performance in response to this event. The fse noted micro air bubbles present in the wash pump and replaced the wash pump seals, o-ring seal, and wash pump belt and cleaned the wash pump valve to resolve these micro air bubbles. System verification testing was within assay/instrument/laboratory specifications following the repairs to the analyzer. (B)(4).